Event description:
Facility paramedics connected the device to a pt for purposes of routine monitoring. Reportedly the crew was initially unable to obtain an ECG with the device through the 3-lead ECG cable. The facility reported there were no adverse effects to the pt resulting from the reported discrepancy, due to continued use of the device.